Event description:
Medtronic received information that no communication (unresolved) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). Unit received with contamination at the connector pins. Unable to perform functional test due to contamination damage.